Event description:
The customer reported that during resuscitation the defibrillator did not charge. The involved pt was found unconscious in a swimming pool. Pt was brought to the hosp where advanced cardiac life support was initiated. On initial assessment, the pt was in ventricular fibrillation. The nurses reported that the defibrillator charged once, but not on the next two attempts. The physician came onsite and used another defibrillator to defibrillate the pt successfully. The time lost from the alleged failure to charge to successful defibrillation was approx 6 minutes. After the resuscitation, the pt was admitted to the ICU. Pt died five days later of chronic encephalopathy. The physician reported that the nurses did not use the defibillator appropriately. This delay was considered to have contributed to the pt's death.